Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display went blank. The insulin pump would receive low battery alerts and blank displays every day. The patient's blood glucose at the time of incident is unknown; however, their blood glucose values have been in the 500 mg/dl and 600 mg/dl ranges. The patient treated via manual insulin injections. During troubleshooting, no insulin pump anomalies were noted. The battery was changed and the display returned. The insulin pump was returned for analysis.